Manufacturer narrative:
Concomitant medical product: 506852 lead, implanted: (B)(6) 1999. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) leads exhibited high thresholds. The one rv lead was capped and replaced and the other was partial removed and replaced. The leads extraction was complicated by severe bleeding that required the chest to be opened and surgical repair. No patient complications have been reported as a result of this event.